Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad peeled off today. The pt reported that three months ago, the keypad became intermittently responsive. The pt reported that she believed pressing hard on the buttons repeatedly to get a response caused the keypad to begin to peel. It was reported that the pump is not exposed to water.